Event description:
Pacing section of lead faulty - high pacing threshold and failure to properly capture. Shocking section of the lead unaffected - appropriately sensed, detected and treated spontaneous ventricular tachycardia.

Event description:
Add'l info rec'd from MFR 4/10/00: follow-up with the rptr has found that the pt fully recovered and has experienced no further adverse events. The sensing portion of the lead was capped on 1/21/2000; the shocking portion remains actively implanted. Because the inactive portion of the lead remains implanted, it could not be returned for lab analysis.